Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("pms") with anger, feeling abnormal and irritability, libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis"), costochondritis ("I have costochondritis") and sacroiliitis ("bilateral sacroilitis"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, premenstrual syndrome, osteoarthritis, costochondritis and sacroiliitis outcome was unknown and the libido decreased had resolved. The reporter considered costochondritis, libido decreased, osteoarthritis, pelvic pain, premenstrual syndrome and sacroiliitis to be related to essure. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis, arthralgia". Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event " bilateral sacroilitis" added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("pms") with anger, feeling abnormal and irritability, libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis"), costochondritis ("I have costochondritis"), sacroiliitis ("bilateral sacroilitis"), fibromyalgia ("fibromyalgia"), hot flush ("hot flashes"), hyperhidrosis ("sweats over a week ago"), nasopharyngitis ("cold with congestion"), night sweats ("night sweats"), dizziness ("dizzy spell") and syncope ("fainted 2 weeks") and underwent hysterectomy ("removing uterus, tubes and cervix leaving ovaries"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hysterectomy, premenstrual syndrome, osteoarthritis, costochondritis, sacroiliitis, fibromyalgia, hyperhidrosis and night sweats outcome was unknown and the libido decreased had resolved. The reporter considered costochondritis, dizziness, fibromyalgia, hot flush, hyperhidrosis, hysterectomy, libido decreased, nasopharyngitis, night sweats, osteoarthritis, pelvic pain, premenstrual syndrome, sacroiliitis and syncope to be related to essure. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis, arthralgia. Fibromyalgia, night sweats ". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: fibromyalgia were added. Correction due to discrepancy between coding action item and match point coder query: event cold llt updated to common cold. On 23-mar-2020: social media report: reporter information and new event night sweats and removing uterus, tubes and cervix leaving ovaries added. On 23-mar-2020: social media report: reporter information added. On 23-mar-2020: information received via social media: new event - dizzy spell, fainting and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was motrin [ibuprofen]. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), premenstrual syndrome ("pms"), anger ("raging"), feeling abnormal ("spaced out/ I feel croweded even the dog is annoying"), irritability ("feel super irritable"), libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis"), costochondritis ("I have costochondritis"), sacroiliitis ("bilateral sacroilitis"), fibromyalgia ("fibromyalgia"), hot flush ("hot flashes"), hyperhidrosis ("sweats over a week ago"), nasopharyngitis ("cold with congestion"), night sweats ("night sweats"), dizziness ("dizzy spell") and syncope ("fainted 2 weeks"). The patient was treated with surgery (laparoscopic hysterectomy (removing uterus, tubes and cervix leaving ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the libido decreased had resolved. The outcomes for pelvic pain, premenstrual syndrome, osteoarthritis, costochondritis, sacroiliitis, fibromyalgia, hyperhidrosis and night sweats were unknown. The reporter considered anger, costochondritis, dizziness, feeling abnormal, fibromyalgia, hot flush, hyperhidrosis, irritability, libido decreased, nasopharyngitis, night sweats, osteoarthritis, pelvic pain, premenstrual syndrome, sacroiliitis and syncope to be related to essure administration. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis, arthralgia. Finromyalgia, night sweats. " quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start and stop dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was motrin [ibuprofen]. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), premenstrual syndrome ("pms"), anger ("raging"), feeling abnormal ("spaced out/ I feel croweded even the dog is annoying"), irritability ("feel super irritable"), libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis"), costochondritis ("I have costochondritis"), sacroiliitis ("bilateral sacroilitis"), fibromyalgia ("fibromyalgia"), hot flush ("hot flashes"), hyperhidrosis ("sweats over a week ago"), nasopharyngitis ("cold with congestion"), night sweats ("night sweats"), dizziness ("dizzy spell") and syncope ("fainted 2 weeks"). The patient was treated with surgery (laparoscopic hysterectomy (removing uterus, tubes and cervix leaving ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the libido decreased had resolved. The outcomes for pelvic pain, premenstrual syndrome, osteoarthritis, costochondritis, sacroiliitis, fibromyalgia, hyperhidrosis and night sweats were unknown. The reporter considered anger, costochondritis, dizziness, feeling abnormal, fibromyalgia, hot flush, hyperhidrosis, irritability, libido decreased, nasopharyngitis, night sweats, osteoarthritis, pelvic pain, premenstrual syndrome, sacroiliitis and syncope to be related to essure administration. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis, arthralgia. Finromyalgia, night sweats ". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("pms") with anger, feeling abnormal and irritability, libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis") and costochondritis ("I have costochondritis"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, premenstrual syndrome, osteoarthritis and costochondritis outcome was unknown and the libido decreased had resolved. The reporter considered costochondritis, libido decreased, osteoarthritis, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media was received. Event osteoarthritis and costochondritis was added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual syndrome ("pms") with anger, feeling abnormal and irritability and libido decreased ("sex drive come back - 3 weeks post op and yes"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain and premenstrual syndrome outcome was unknown and the libido decreased had resolved. The reporter considered libido decreased, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability and libido decreased. Most recent follow-up information incorporated above includes: on 4-nov-2019: social media received- new event libido decreased was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("in the upper endometrial cavity into the fundus on each side there is coiling device, which is embedded within the myometrium. These coiling devices measure approximately 1 cm each: not really sure it is embedded.") And pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multi gravida, fibromyalgia, abdominal pain, menorrhagia, pelvic pain and obesity. The only concomitant product mentioned was motrin [ibuprofen]. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), premenstrual syndrome ("pms"), anger ("raging"), feeling abnormal ("spaced out/ I feel croweded even the dog is annoying"), irritability ("feel super irritable"), libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis"), costochondritis ("I have costochondritis"), sacroiliitis ("bilateral sacroilitis"), fibromyalgia ("fibromyalgia"), hot flush ("hot flashes"), hyperhidrosis ("sweats over a week ago"), nasopharyngitis ("cold with congestion"), night sweats ("night sweats"), dizziness ("dizzy spell") and syncope ("fainted 2 weeks"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy, cystoscopy ¿ bilateral). At the time of the report, the libido decreased had resolved. The outcomes for pelvic pain, premenstrual syndrome, osteoarthritis, costochondritis, sacroiliitis, fibromyalgia, hyperhidrosis and night sweats were unknown. The reporter considered anger, costochondritis, dizziness, embedded device, feeling abnormal, fibromyalgia, hot flush, hyperhidrosis, irritability, libido decreased, nasopharyngitis, night sweats, osteoarthritis, pelvic pain, premenstrual syndrome, sacroiliitis and syncope to be related to essure administration. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. (B)(6) 2014 date discrepency noted in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.891 kg/sqm. [Pathology test] on (B)(6) 2017: specimens a uterus,, cervix, bilateral tubes pre-operative diagnosis: chronic pelvic pain, excessive bleeding in premenopausal procedures: laparoscopic total hysterectomy and bilateral salpingectomy, cystoscopy ¿ bilateral final diagnosis: uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy. Inactive endometrium bilateral fallopian tubes with paratubal cysts (up to 1 5 cm) and endosalpingiosis. Endocervix with focal acute inflammation. Exocervix with no specific pathologic abnormality. Gross description: the first is a 5-gram fallopian tube measuring 7cm in length the fallopian tube is purple/gray/tan. The fimbriated end is present. The right fallopian tube is attached to the uterus, which purple/gray/tan measuring 9.0 cm in length. The fimbriated end is present. Lining. In the upper endometrial cavity into the fundus on each side there is coiling device, which is embedded within the myometrium. These coiling devices measure approximately 1 cm each: not really sure it is embedded. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis, arthralgia. Finromyalgia, night sweats,embedded device''. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: embedded device event added, reporters, medical history, lab data, patient information, insertion date, non-drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("in the upper endometrial cavity into the fundus on each side there is coiling device, which is embedded within the myometrium. These coiling devices measure approximately 1 cm each: not really sure it is embedded.") And pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multi gravida, fibromyalgia, abdominal pain, menorrhagia, pelvic pain and obesity. The only concomitant product mentioned was motrin [ibuprofen]. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), premenstrual syndrome ("pms"), anger ("raging"), feeling abnormal ("spaced out/ I feel croweded even the dog is annoying"), irritability ("feel super irritable"), libido decreased ("sex drive come back - 3 weeks post op and yes"), osteoarthritis ("I have osteoarthritis"), costochondritis ("I have costochondritis"), sacroiliitis ("bilateral sacroilitis"), fibromyalgia ("fibromyalgia"), hot flush ("hot flashes"), hyperhidrosis ("sweats over a week ago"), nasopharyngitis ("cold with congestion"), night sweats ("night sweats"), dizziness ("dizzy spell") and syncope ("fainted 2 weeks"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy, cystoscopy ¿ bilateral). At the time of the report, the libido decreased had resolved. The outcomes for pelvic pain, premenstrual syndrome, osteoarthritis, costochondritis, sacroiliitis, fibromyalgia, hyperhidrosis and night sweats were unknown. The reporter considered anger, costochondritis, dizziness, embedded device, feeling abnormal, fibromyalgia, hot flush, hyperhidrosis, irritability, libido decreased, nasopharyngitis, night sweats, osteoarthritis, pelvic pain, premenstrual syndrome, sacroiliitis and syncope to be related to essure administration. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. On (B)(6) 2014, date discrepency noted in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.891 kg/sqm. [Pathology test] on (B)(6) 2017: specimens: uterus, cervix, bilateral tubes. Pre-operative diagnosis: chronic pelvic pain, excessive bleeding in premenopausal procedures: laparoscopic total hysterectomy and bilateral salpingectomy, cystoscopy ¿ bilateral. Final diagnosis: uterus, cervix and bilateral tubes, hysterectomy and bilateral salpingectomy. Inactive endometrium bilateral fallopian tubes with paratubal cysts (up to 1 5 cm) and endosalpingiosis. Endocervix with focal acute inflammation. Exocervix with no specific pathologic abnormality. Gross description: the first is a 5-gram fallopian tube measuring 7cm in length the fallopian tube is purple/gray/tan. The fimbriated end is present. The right fallopian tube is attached to the uterus, which purple/gray/tan measuring 9.0 cm in length. The fimbriated end is present. Lining. In the upper endometrial cavity into the fundus on each side there is coiling device, which is embedded within the myometrium. These coiling devices measure approximately 1 cm each: not really sure it is embedded. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability, libido decreased, osteoarthritis, costochondritis, arthralgia. Finromyalgia, night sweats,embedded device''. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and premenstrual syndrome ("pms") with anger, feeling abnormal and irritability. The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain and premenstrual syndrome outcome was unknown. The reporter considered pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: patient only been taking stool softeners. Had hysterectomy leaving the ovaries. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, anger, feeling abnormal, irritability.